Event description:
It was reported that the device fractured. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of pictures provided. Visual evaluation of the device pictures shows fracture. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.